Manufacturer narrative:
Evaluation summary: no sample was returned. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because the sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. No additional information is expected. (B)(4).

Event description:
A doctor of ophthalmology reported 4 patients experienced phacoburn during cataract surgeries while using the system with flared tips. Sutures were required. No further information is expected.